Event description:
No additional information on reported event at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: subluxation/dislocation of the right hip arthroplasty as noted. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown, unknown-unknown stem-unknown, unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01478. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.